Event description:
It was reported that the lead had erratic impedances that reached high values of greater than 200 ohms. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and no noise anomalies were found. There were no non-sustained tachycardia episodes recorded with v-v intervals <220 ms noted. Sensing interval counts are low and within range. Analysis also noted no oversensing was noted in the performance data file. Analysis results did reveal high resistance/impedance. Right ventricular (rv) and superior vena cava (svc) defib impedances varying between 40 and 200+ ohms. It was further noted that a close relationship between rv and svc coil impedances may indicate issues with the rv defib circuit. Rv pace/sense impedances are steady and within range.